Event description:
The facility requested service work for this device and reported that it stopped in the middle of an infusion program with a blank screen. The rn operating the device reported that it was infusing an antibiotic with the pump in an intermittent infusion mode. The device reportedly had a blank screen after delivering the first dose and when a button was pushed on the device it prompted the user to resume the infusion. There was no report of any pt injury or medical intervention associated with that event. Details regarding pt info and the rate and volume programming for the device were not available from the facility's contact and no additional contact were identified.